Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad trace. The insulin pump passed idle current test. We were unable to perform run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm due to button keypad anomaly. No frozen screen noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed battery out limit but they were unable to clear the alarm due to unresponsive buttons. None of the buttons were responsive. The patient's blood glucose at the time of incident was 87 mg/dl, but his blood glucose has since increased to 458 mg/dl. No symptoms or treatments for the high blood glucose was mentioned. Troubleshooting was initiated for the keypad anomaly. The mother did not recall any significant events leading to the keypad issues. The mother stated that someone may have sprayed the insulin pump but the device was not wet. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.